Manufacturer narrative:
The insulin pump was not received in manufacturing mode. The pump passed selftest. The pump trace download analysis confirmed pump error due to moisture damage on keypad traces. The pump was received with missing retainer. Unable to perform displacement test due to missing retainer. The pump was received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked damaged keypad overlay texture, severely faded serial number label, missing end cap address label, moisture damage on motor home switch, moisture damage on all electronic assemblies and corrosion on force sensor assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was pump error alarm. The customer's blood glucose was 11.4mmol/ l at the time of incident. The insulin pump was returned for analysis.